Event description:
Customer received a result of 363 mg/dl on the mobile system, and a result of 152 mg/dl on the aviva system within 10 minutes. On a different date the customer received a result of 286 mg/dl on the mobile system, and a result of 76 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. No strips were returned.